Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the quadra cut blade (10mm) was used yesterday on a btb acl. Sales rep was not present during time of event, however reported the event occurred while the surgeon was harvesting an acl. The surgeon drilled in forward and then upon drilling in reverse to remove the bone plug cutter, the bone plug cutter would not come out. The distal end of the bone plug cutter broke, the distal end with teeth and a portion of the bone plug cutter body. No teeth broke off into the patient. Surgeon used a hemostat to successfully remove the broken piece which caused a 10-15min delay. Surgery was completed successfully. Patient was not hurt as a result of the malfunction with this quadra cut blade.

Manufacturer narrative:
The device manufacture date is not known. Alleged failure: the distal end of the bone plug cutter broke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force applied to device, not applying forces correctly on device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the quadra cut blade (10mm) was used yesterday on a btb acl. Sales rep was not present during time of event, however reported the event occurred while the surgeon was harvesting an acl. The surgeon drilled in forward and then upon drilling in reverse to remove the bone plug cutter, the bone plug cutter would not come out. The distal end of the bone plug cutter broke, the distal end with teeth and a portion of the bone plug cutter body. No teeth broke off into the patient. Surgeon used a hemostat to successfully remove the broken piece which caused a 10-15min delay. Surgery was completed successfully. Patient was not hurt as a result of the malfunction with this quadra cut blade.